Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, the patient felt pain when the driveline dressing site was pressed and antibiotics treatment was started with cefepime on the next day. On (B)(6) 2023, the patient was discharged from the hospital with improved symptoms. On (B)(6) 2023, the patient experienced driveline tenderness and on (B)(6) 2023, computed tomography (CT) was checked and there was no deterioration of the driveline infection, and no discharge was noted. Clindamycin was administered on (B)(6) 2023 and the patient was discharged with improved symptoms.